Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and motion sensor test failure while trying to deliver a bolus. The customer stated that the drive support cap was normal. Unable to complete the troubleshooting due to motion sensor test failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to confirm motion sensor test failure alarm due to motor error alarm. Drive support cap was inspected and no anomaly was noted. Insulin pump received with corroded battery tube noted.